Manufacturer narrative:
Other device listed in this report: cat # unk, lot # unk, description: 32mm femoral head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Legal matter.

Event description:
It was reported by claimants attorney, that patient sustained injuries from a stryker citation stem with 32mm femoral head on or about (B)(6) 2006.

Manufacturer narrative:
Additional information: a patient information; brand name; product code; common device name; catalog#; lot#, expiration date; date of explant; PMA/510(k)#; device manufacture date. An event regarding corrosion, altr & abnormal ion levels involving a citation stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records noted; apparently no trunnion compromise was present requiring revision of the stem and a sleeve was appropriately used to convert the retained trunnion to a ceramic head. There is no evidence that this late clinical situation was the result of factors of faulty component design, manufacturing or materials. Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a clinical physician concluded apparently no trunnion compromise was present requiring revision of the stem and a sleeve was appropriately used to convert the retained trunnion to a ceramic head. There is no evidence that this late clinical situation was the result of factors of faulty component design, manufacturing or materials. Further information such as return of device are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported by claimants attorney, that patient sustained injuries from a stryker citation stem with 32mm femoral head on or about 08/2006.